Event description:
It was reported that after connecting a snaplock adaptor to the catheter after placement, the user was unable to inject the medical agent into the catheter. Therefore, the catheter was removed and replaced with a new one.

Manufacturer narrative:
Qn# (B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after connecting a snaplock adaptor to the catheter after placement, the user was unable to inject the medical agent into the catheter. Therefore, the catheter was removed and replaced with a new one.